Event description:
It was reported that the right ventricular (rv) lead exhibited poor sensing and loss of lead slack. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.